Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific rec'd information that on the same day that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, it delivered an inappropriate shock. In addition, undersensing was noted on the episode electrograms. The patient was hospitalized with therapy off until a resolution could be reached. Print outs were submitted to boston scientific technical services (ts) and engineering for review. A ts consultant discussed that the issue was either postural/system position related, a result of emi, or patient condition; however, there were no visible noise markers that would normally be observed with emi exposure. A memory download was then performed and reviewed by a ts consultant. It was discussed that the shocks were inappropriate as a result of oversensing due to low r-wave amplitudes. The changes in amplitudes appeared to be related to changes in the tissue conductivity. The field representative reported that the vector was changed to secondary and the patient's medication had been adjusted. No adverse patient effects were reported. The s-ICD remains implanted and in service and the patient will continue closely monitored.